Manufacturer narrative:
The device was returned to resmed for preventive maintenance and an evaluation was performed. Performance testing could not reproduce the reported issue with the touchscreen. The device was serviced, calibrated, tested and cleaned before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and would not power down. There was no patient injury reported as a result of this event.